Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient was listening to music when the reporter noticed the patient suddenly put in head down and his eyes closed. The patient was sweating, incoherent, and then unresponsive. The patient¿s bg meter reading was 23 mg/dl while the cgm was reading 177 mg/dl. The patient was wearing a betabionics ilet insulin pump. While waiting for emergency medical services (ems) to arrive, the patient began seizing. Once ems arrived, the patient was treated with IV glucose and he was taken to the emergency room (ER). At the ER, the patient was treated with glucagon. The patient was discharged on (B)(6)2025. The patient was ¿getting better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.